Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments or partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer stated that they had blood glucose of over 500 mg/dl. Customer¿s other blood glucose level was 563 mg/dl. The customer states she woke up this morning and had black dots all over her screen. The troubleshooting was performed for the partial display. The customer was treated with the insulin pump. The insulin pump will be returned for analysis.